Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: the event description refers to the white tissue pad and yes, was completely missing.

Event description:
It was reported that during the hepatic segmentectomy procedure, when triggered the porcelain part of the jaw all broken being necessary to open another device for the surgery to be completed. There was no damage to the patient.